Manufacturer narrative:
Part was received, and it was identified that previous investigations have shown liquid ingress is due to the variability of the assembly process causing the reported navigation ring failure.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 18feb2021 .

Event description:
It was reported that the ventilator's navigation ring was not working. There was no patient involvement. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced front bezel to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.